Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump has recurring no delivery alarms. Customer stated that the alarm has been resolved in the past by changing the set, reservoir and batteries but had to revert to manual injections since last alarm as it kept happening. Blood glucose value was 33 mmol/l. Customer was unable to troubleshoot at the time and would call back.